Manufacturer narrative:
The following sections could not be completed with the limited information provided.

Event description:
It was reported that the welding of the inserter tip was damaged while using it during a procedure. As a result, there was a delay greater than 30 minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the instrument confirmed that as returned, the weld has fractured. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The most likely root cause for the failure of the device was an insufficient design for the weld. This was addressed in further investigations, which concluded that the weld specification was insufficient for this instrument, as such, new welding specifications were implemented. As this device was manufactured prior to the changes, this is a previously addressed design issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.